Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was given an ajust sling for urinary incontinence on (B)(6) 2017. There was a reoperation (B)(6) 2017 with insertion of a piece of permacol, which was rejected after 5 days. The implant had eroded and needed to be removed. The mesh eroded into the vagina. The event lead to an unknown extended patient hospitalization. The surgical time was extended 30 minutes or more. There was blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.